Event description:
It was reported that during an inspection by a getinge field service technician (gfst), the cs300 intra-aortic balloon pump (iabp) was found to have distortion on the display screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4, d8, d9 (device available for eval), g1 (contact person ¿ mfg site), g3, g6, h2, h3 (device evaluated by mfg), h4, h6 (type of investigation,investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2, h8. A getinge field service engineer (fse) unable to confirm that the problem could be reoccurred. As it was suspected that there was a poor connection/ contact between the video receiver board and flat cable inside the display, and that they had deteriorated, so fse repaired and replaced video receiver board (d670-00-0736) and cable video receiver (d012-00-1747). The problem did not reoccur after replacement, and an operational inspection confirmed that there were no problems. The results are good. Unit returned to customer.